Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and remained static at 65 units. Subsequently, air was not being removed from the cartridge prior to filling it with insulin. The customer's blood glucose level ranged from 80-200's (mg/dl). Reportedly, a new cartridge was successfully loaded.